Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing and was reprogrammed. The ra lead now occasionally exhibits p-wave undersensing as a result. It was also reported that the atrial threshold had risen. The lead remains in use. No patient complications have been reported as a result of this event.